Manufacturer narrative:
Device evaluation: analysis of the extension found the ¿proximal end of the extension was bent.¿

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that when the manufacturer representative opened the extension box pre-operatively, they "noticed the bend, so the product was never opened/used." It was further reported the "end of the extension had a bend at the end of the electrodes." The extension was replaced as a result of the event and the issue was resolved. It was noted the event did not involve a patient. A supplemental report will be filed if additional information is received.